Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
No eval explain code.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a mortuary with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately six weeks after device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).